Event description:
Bard kugel hernia patch passed to sterile field and implanted. No expiration date found on package or stickers. Implant removed immediately. Addendum: the manufacturer did not leave off the expiration label. The expiration on label had been torn off unsure how this happened.